Event description:
The reporter stated that the patient got a hold of a cutting tool and cut through the netting of the canopy window. The patient also made a two inch cut in the canvas. There was no patient injury reported.

Manufacturer narrative:
Evaluation of the returned product shows that the large window a has a two foot tear in the netting and there is a two inch cut in the nylon.